Manufacturer narrative:
Device is a combination product device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-07669. It was reported that stent dislodgement occurred. During unpacking of the two synergy¿ stents, it was noted that the stents were not located on the stent delivery system. No patient complications were reported.